Manufacturer narrative:
The field service engineer (fse) was dispatched to the customer site. The fse observed that the rbc pump was not always delivering full amount of diluent and the rbc diluent dispenser was not activating consistently due to back pressure. The fse found that the back pressure was due to a restricted port in the blood sampling valve (bsv). The fse also observed that the actuator for vl11b was not closing fast enough causing the sweep flow tank to overfill allowing diluent to get into the air lines. He replaced the bsv which resolved the issue with the rbc pump and rbc diluent dispenser and the actuator for vl11b. The instrument ran without further issues and all repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported "probe wipe up/down fail" error messages had been generated from their coulter lh 750 hematology analyzer. While the field service engineer (fse) was onsite troubleshooting the issue when the leak was observed. The volume of the leak was approximately 5.0 ml. And was contained within the instrument. The field service engineer (fse) was wearing proper personal protective equipment (ppe) at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event.